Manufacturer narrative:
No unexpected no delivery or occlusion alarms noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump gives the no delivery alarm. Customer's blood glucose level was 196 mg/dl. Customer reported that they had tried the all remedies. Troubleshooting was performed for the no delivery alarm. The insulin pump will be returned for the analysis.